Event description:
Patient reported obtaining an undosed blood glucose result of lo on the active test system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant result was obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.